Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The ventilator display froze at the six picture screen. The single board computer printed circuit board was replaced and the device passed all testing. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator display froze at the six picture screen and would not complete the power on self-test (post). There was no patient involvement.